Event description:
Boston scientific received information that a patient's communicator power cord was not working and appeared to have a white spot on it that could possibly be a burn spot. The cord is not usually hot and nobody was injured. There was no recent storm or power outage. The communicator and power/phone cords will be returned for further analysis. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the communicator power cord was confirmed. The cord was severed in half and taped together. There were several other nicks in the cord itself. The voltage would fluctuate by manipulating the power cord. With a replacement power cord, the returned communicator passed all baseline tests.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.